Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has cough, headache, spitting white foam mucous, sinus irritation, hurts to speak. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has cough, headache, spitting white foam mucous, sinus irritation, hurts to speak. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).